Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross rf wire selected for use. During the procedure, the base coating peeled of when inserting the wire into the non-boston scientific needle. Procedure was completed successfully with another of the same device. No patient complications were reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross rf wire selected for use. During the procedure, the base coating peeled of when inserting the wire into the non-boston scientific needle. Procedure was completed successfully with another of the same device. No patient complications were reported. The device is not expected to return for analysis as disposed. It was further reported that the insulation peeled back/off at the time the damage was observed, during insertion. The device was not inserted into the patient's body yet. The wire was inserted into the a non-boston scientific metal introducer needle/cannula.